Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the reported event(s) with previously reported event(s). Correspondence has been sent to the author of the article inquiring about individual patient and event information. The device was used for various therapy indications, including an unspecified ¿other¿ category which may or may not be an off label indication. Concomitant medical products: product ID: 3387, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: 7428, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4)

Event description:
Sillay, k.a., larson, p.s., starr, p.a. Deep brain stimulator hardware-related infections: incidence and management in a large series. Neurosurgery. 2008; 62(2): 360-366; discussion 366-367. Doi: 10.1227/01.neu.0000297020.60125.fc. Summary: device-related infection is a common complication of deep brain stimulator (dbs) implantation. We reviewed the incidence and management of early hardware- related infections in a large series. Reported events: two (2) patients presented with drainage and obvious wound dehiscence extending to the hardware at the frontal incision. These patients underwent either a partial or complete system removal and a course of intravenous antibiotics. One (1) patient presented with drainage and obvious wound dehiscence extending to the hardware at the parietal incision. This patient u nderwent either a partial or complete system removal and a course of intravenous antibiotics. One (1) patient presented with drainage and obvious wound dehiscence extending to the hardware at the chest incision. This patient underwent either a partial or complete system removal and a course of intravenous antibiotics. One patient presenting with what was initially thought to be a parietal stitch abscess, however, was determined to have purulent drainage tracking to the lead extender hardware. This patient underwent either a partial or complete system removal and a course of intravenous antibiotics. One (1) patient presented with parietal wound drainage through a pinhole without obvious dehiscence. This patient underwent either a partial or complete system removal and a course of intravenous antibiotics. During the study period, 30 patients underwent lead revision or lead replacement procedures that did not involve exposure of the ipg. One (1) patient developed a device-related infection associated with device erosion at the parietal incision site overlaying low-profile lead extender connectors 22 months after implantation. The patient was managed with successful partial hardware removal of the connector, followed by intravenously administered antibiotics. One (1) patient developed a device-related infection associated with device erosion at the parietal incision site overlaying low-profile lead extender connectors 30 months after implantation. The patient was managed with total hardware removal, followed by intravenously administered antibiotics. One (1) patient experienced a postoperative infection following replacement of their dual channel ins. This occurred 14 days after implantation and consisted of local cellulitis. The patient was managed by ins removal, followed by intravenously administered antibiotics and then reimplantation 2 months after completion of antibiotics. Six (6) patients were identified with superficial infections (focal wound separation or drainage not extending below the subcuticular sutures). The authors excluded these from statistical analysis as "the device hardware was not involved." All patients were treated successfully with local wound care and keflex (cephalexin) (500 mg every 6 hours for 10 days). None of these patients required further surgery to resolve the infection. The authors noted the full 420 patient cohort received 759 3387 leads, 156 7424 implantable neurostimulators (ins), 313 7426 inss, and 146 7428 inss. Follow-up to the article's corresponding author has been requested for patient/device info, event dates, to clarify which patients the currently unidentifiable patient events are related to, the cause of the reported lead revisions, patient outcomes and for additional missing required fields. A supplemental report will be submitted if additional information is received.